Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was not reproduced. System error 322 was confirmed through the event history log. It was determined that the upper and lower auxiliary assemblies were the failing components causing this symptom. The upper and lower auxiliary assemblies have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.